Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a radial access procedure, the physician tried to use two different merit radial compression devices. Air was leaking back out of the device, and there was not enough pressure to close the radial artery access site. The patient developed a large hematoma and was admitted overnight for observation.